Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received a blood glucose result of "hi" mg/dl on the performa meter. The "hi" mg/dl result, which on the system indicates a result in excess of 600 mg/dl. The patient was in the hospital for other reasons not related to diabetes. The hospital protocol is to test the patient¿s blood glucose level again in the lab before taking any corrective action. However, the patient was injected with 20 units of humalog insulin before checking the lab result which was "around 145 mg/dl". The timeframe between the performa meter result "hi" mg/dl and the lab result 145 mg/dl was 2 minutes apart. Afterwards at an unknown time, the blood glucose level dropped to 71 mg/dl. It is unknown which device was used for the 71 mg/dl result. The patient was transferred to the intensive care unit and she was treated with dextrose. The patient was currently still in the hospital. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.